Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: a device history record review was completed for provided material number 309653 and lot number 0303802. The review did not reveal any detected quality issues during the production process that could have contributed to this reported defect. To aid in the investigation, two photos were provided for evaluation by our quality team. One photo shows a packaging blister top web. The other photo shows a syringe with white solution past the stopper connected to another system. Based on the investigation with the photo sample analysis the symptom reported by the customer is confirmed, but with no physical sample analysis a probable root cause could not be determined. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd luer-lok¿ tip syringe leaked past the plunger. The following information was provided by the initial reporter: "bd 50 ml syringe gasket leaks, medication seeps past the two plunger gaskets and it should not."